Event description:
It was reported that after a laparoscopic sigmoid procedure, the intraoperative anastomosis was ok, test was ok. The anastomosis was sutured by hand. But on the second day the anastomosis got incomplete. Some days later there was a reoperation and anus praeter. The procedure was converted to open. No further information is available. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived sterile. The breakaway washer was present and uncut and the device was fully loaded with staples. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.